Event description:
The surgeon, informed product specialist of trauma that the patient came to x-ray and he noticed the t2 recon nail broken/cracked. The nail was implanted six weeks ago. The nail was revised on (B)(6) 2012 with a gamma3 nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Additional devices: (B)(4) lag screw, recon t2 recon 6.5x80 mm, lot # k856546; (B)(4) lag screw, recon t2 recon 6.5x85mm, lot # k856546.